Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with pocket erosion. It was noted that the erosion occurred on the upper lateral side of the pocket. The entire system was explanted. The patient was dependent so a temporary external device was used. The patient was in stable condition.